Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges wrongful death of the patient, cardiac arrest, bowel perforation, infection, adhesions, sepsis, migration, mesh fragmentation, and that the patient had subsequent surgical intervention, however, no details have been provided. Review of the adverse reaction section of the IFU states that seroma, adhesions, hematomas, inflammation, extrusion, fistula formation, infection, allergic reaction, and recurrence of the hernia are possible complications. In regards to the alleged infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis.¿ no medical records, autopsy, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was diagnosed with a ventral incisional hernia on (B)(6) 2012. On (B)(6) 2012, the patient was implanted, at or near the umbilical level, with a pre-cut piece of an unspecified bard/davol ventralight st mesh to repair the hernia. As reported, the plaintiff is making a claim for an adverse patient outcome against ventralight st. It is alleged that the patient began to experience intense pain in the gastrointestinal system, resulting in several hospitalizations. It is also alleged that the patient had stabbing pain, distension, vomiting, diarrhea, and other obstructive signs and was rushed to the emergency department in (B)(6) 2018. On (B)(6) 2018, the patient underwent exploratory laparotomy. It is alleged that the bard/davol ventralight st mesh had fragmented and created numerous adhesions that wreaked havoc on the workings of patient's intestinal system. It is also alleged that the doctors learned further that the hardened mesh chunks and adhesions completely blocked passage to the small bowel and caused a dangerous perforation in the large bowel. It is alleged that the surgeons discovered ¿complete entrapment and twisting of the bowel at the level of [the] old mesh," near the umbilicus. The doctors were forced to dissect those portions of the small bowel from the surrounding omentum and abdominal wall tissue, as well as lyse portions of the bowel from other, bypassing tubes of the small intestine. It is also alleged that, further down the intestinal tract, the surgeons ¿proceeded to resect the area and...disconnect it with the possibilit[y] of anastomosis, because of complete [ob]struction as a result of the mesh of th[at] area of the bowel.¿ surgeons then ¿continued all the way down [the intestine] to...about 8-10 inches before the ileocecal valve...and were able to find another major stricture in the area that was actually entrapped with another piece of mesh at the level of the distal part of the omentum and distal part of the bowel to the right of the midline,¿ and they decided that ¿this area had to be resected as well and but put back together.¿ it is alleged that the grueling double resection/attempted anastomosis, along with enterolysis at multiple points on the intestinal tract - all of which was necessary solely as a result of the mesh implant defect¿soon precipitated a flood of complications that resulted in the death of the patient. Following surgery, the patient had developed an intra-abdominal infection so severe and became septic. The doctors intubated the patient who devolved and went into septic shock. The patient while in septic shock, also suffered from renal failure, then respiratory near-failure, then cardiac arrest. On (B)(6) 2018, the patient coded blue and was revived with electrodes. The patient was weakened from severe acidosis and hypotension secondary to the bacteremia and septic shock following surgery. It is also alleged that the patient developed additional comorbidities secondary to the mesh obstruction and resultant surgery and infection. In septic state, the patient acquired severe bilateral pneumonia and developed pleural effusion. On (B)(6) 2019, the patient died in severe pain in the hospital. It is also alleged that the device was defective.